Event description:
Reporter alleged blood glucose measured 405 mg/dl at 11:12 pm back to back with a result of 180 mg/dl when testing was performed at 11:13 pm. Customer stated accidentlly throwing away the chek key for the device and using a different one that did not match the test strips being used at the time. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.